Manufacturer narrative:
A medtronic representative, following-up at the site, replaced the bulkhead connector. There were no further issues. The system was tested in a case the following day and navigation was accurate.

Event description:
A medtronic representative reported that, while in a spine procedure, after a 3d spin with the o-arm and successful transfer to the navigation system, an inaccuracy was alleged 2mm to the left. It was noted that the reference frame, or patient anatomy, moved during this time. The surgeon continued using navigation for localization of the pedicle, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.